Manufacturer narrative:
(B)(4). The customer reported that the device would not pass opcheck. This was found in testing only. A philips field service engineer evaluated the device and replaced the therapy connector and therapy pca to resolve the issue. We cannot determine the root cause because more than one part was replaced.

Event description:
The customer reported that the device would not pass opcheck. This was found in testing only.